Manufacturer narrative:
The customer reported that there was no device available to be returned for complaint investigation. Without the returned device, a probable cause could not be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Additional reporting contacts: (B)(6), crcst inventory analyst (B)(6) center (B)(6) o: (B)(6) c: (B)(6). (B)(6) bsn, ba, rn, cnor operating room service lead o: (B)(6) c: (B)(6) (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a 100" (254 cm) appx 12.6 ml, 15 drop primary set w/2 microclave®, rotating luer. A nurse at the facility reported that a primary set was leaking at one of the connector ports; specifically at the clear connector that gets attached to the IV catheter that is in the patient. This event happened at the outpatient center down the street from the main hospital. Recovery nurses noticed that the dressing surrounding the IV site was soaked when they were taking out the IV line. There was no report of patient harm as a result of the complaint/event.